Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a low rv tip to rv coil impedance alert triggered for the right ventricular (rv) lead. It was noted that the baseline for this impedance has been chronically low. The system was explanted per the patient¿s request. No patient complications have been reported as a result of this event.